Manufacturer narrative:
(B)(4). During pre-repair assessment performed by technician, investigation revealed device continuously runs which causes it to overheat. The device was repaired and returned to customer on 3/25/2013.

Event description:
Customer reported emission of heat and defect in rotation. (B)(4).